Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump had unresponsive buttons. The patient's blood glucose at the time of incident was 267 mg/dl. The mother was programming a bolus but the numbers kept scrolling on their own. The mother changed the battery three times but the keypad anomaly persisted. The mother did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No display ramping on its own anomaly noted. The pump also had minor scratches on the lcd window.